Event description:
The customer reported the screen went black and then the sys was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier power supply. The system operates as intended.